Event description:
(B)(4). I had essure (B)(6) 2012 for a permanent birth control. I immediately had excessive bleeding, cramping, rash, blood clots and uncomfortable.

Event description:
(B)(4). (B)(6) 2014 had an ablation. (B)(6) 2014 I had a hysterectomy due to complications from essure.